Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It was reported to philips that when a user went to remove the plug of a mobile image intensifier from the electrical socket, the top half of the plug came away, exposing live electrical wiring inside. The user came into contact with the live wire, causing an electric shock. No harm has been reported to philips.

Manufacturer narrative:
Philips investigated this complaint and confirmed that the broken plug was not the plug provided by philips. Based on a picture of the faulty plug, it has been identified that the broken plug was not a medical grade plug. It is unknown to philips how this plug was on the system. After replacing the broken plug with the medical grade plug provided by philips, the system was returned to working order.